Event description:
It was reported that there was an infection. It was stated that the patient developed an infection 3 months after the stimulator was put in. It was noted that "at that time the stimulation pattern was changing and treatment was done." The patient reportedly was doing "fine" and stimulation coverage was "good" since reprogramming was done. It was noted that the patient did not have any falls. It was indicated that the infection had been really swollen/red around the battery site. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n296244, implanted: (B)(6) 2011, product type accessory. (B)(4).